Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle broke off during injection and the needles are dull. The consumer states she does not re-use the needles. She rotates injection sites, and the needle was removed with her fingernails, and no medical intervention was needed.

Manufacturer narrative:
Investigation summary: investigation summary: customer returned one open 4mm, 32g pen needle without the tear drop label. Customer states that the needle broke off during injection and needles are dull. The returned pen needle was examined and exhibited a broken patient end of the cannula. Since the patient end of the cannula was broken off, the sample cannot be tested for a dull needle. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. As per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (needle break off). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle dull). Possible root causes for a broken needle include: bending/re-straightening of the cannula by the customer.